Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the device is returned analysis will be performed and this event would be updated.

Event description:
Boston scientific received information that due to the need for radiation the device was moved to a different location away from the radiation site. Eighteen days later both the left ventricular (lv) lead and another manufacturer's right ventricular (rv) lead exhibited loss of capture. It was also noted that there had been a decrease in impedance measurements for both leads, but not out of range on the same day as the device had been moved. A chest x-ray was taken and no visual fractures were seen. The physician believed his pushing the leads down in the pocket caused microdislodgements immediately post procedure. The system explanted and new system placed on left side. No additional adverse patient effects were reported.